Event description:
It was reported that the patient had positive blood cultures and a transesophageal echocardiogram suggested there was possible vegetation on the lead. The device and leads were explanted and not replaced. The patient is reported to have died 23 days later. There is no allegation by health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.